Event description:
Lap chole - "at the end of the lap chole, the bag was deployed through a kii 12,, sleeve. The gall bladder was put in the bag and the bag was closed. The trocar was removed and the surgeon spent about 3 minutes trying to remove the bag from the pt. After the 3 minutes, the bag split and the gall bladder fell back into the pt. The bag was removed and the gall bladder was removed afterwards."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.